Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2021, an (B)(6)-year-old female child patient experienced stomachache, vomiting, high blood glucose level and her ketone level was 5.6 mmol/l. The parents removed the infusion set and noticed that the cannula was bent. Therefore, the parents called the health care professional and took the patient to the hospital on the same day of this event ((B)(6) 2021). At the hospital, the pump was disconnected. Moreover, her highest blood glucose level was 270 mg/dl and the infusion set had been used for a day ((B)(6) 2021). During hospitalization, she received insulin injection as corrective treatment, which resolved the issue. On (B)(6) 2021, the patient was released from the hospital with no permanent damage. After returning home, the patient resumed use of the pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.